Manufacturer narrative:
(B)(4). The customer reported the device will not be returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the suspected anaphylactic reaction to the device. It was reported that a non-abbott mitral contour system was implanted approximately 15 minutes prior to the mitraclip procedure. The mitraclip steerable guide catheter (sgc) was prepared and inserted through the femoral vein. Immediately after sgc insertion, an 80 point drop in arterial pressure was noted along with hemodynamic instability. The blood pressure continued to drop to 35 mmg hg when the tip of the sgc was in the left atrium. Pericardial effusion was ruled out. It was noted that the groin site was very red with diffuse red spots approximately 25 cm around the sgc insertion site. The physicians believed this to be an allergic reaction to the sgc, possibly the hydrophylic coating. One bolus injection of 500 mg cortisone was intravenously administered and the arterial blood pressure normalized around 120 mm hg. The mitraclip procedure was completed successfully within 15 minutes of cortisone administration. Mitral regurgitation was reduced from 4 to trace with one clip. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the steerable guide catheter and the device was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a similar incident query for patient effects did not identify any similar incident for the reported patient effects in the reported lot. The reported patient effect of shock / anaphylactic reaction and hypotension as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.